Manufacturer narrative:
Analysis summary: complaint not confirmed. The generator passed all applicable testing with no failure detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported the hcp was having issues with the generator, the hcp was saying that it was getting too hot and he felt like he was burning patients. There was no further information known. It was noted there was no impact to the patient. Additional information from the hcp via the rep reported that in multiple cases the temperature seemed uncharacteristically hot, as in too much energy being delivered. It was noted that this happened on several occasions. The rep stated the specific case details were unknown and it was not clear how many cases there were. The rep noted the patient¿s had redness, swelling, and more than usual drainage. This made the hcp stop using the generator. It was noted the same generator was used in all of the cases and all the hand piece were disposed of. The rep noted the actions taken to resolve the issue were the setting were lowered in an effort to reduce heat. The rep provided the recommended settings to the hcp. The rep stated the settings were too high. The rep noted that the settings were normally at 100 on low flow. However, the settings were at 160 and low flow. The rep stated because of these issues the hcp had stopped using the system. There were no error codes displayed. The site was given a different generator and the issue had not occurred since. The rep noted the patient information was not available.